Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements show the four most apical channels with hi status since implantation surgery. Device investigation revealed damage to the active electrode array, which was most likely caused during manipulation of the electrode during implantation surgery. This is a final report.

Event description:
At the surgery on (B)(6) 2025 the surgeon had to manipulate the tip of the electrode lead a litte (it was a bit tilted to one side, causing a problem to make insertion). The surgeon has lots of experience with med-el and did not use much force or pending to electrode, but had to manipulate it several times to get it more straight. The user has been explanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the surgery, on (B)(6) 2025, the surgeon had to manipulate the tip of the electrode lead a litte (it was a bit tilted to one side, causing a problem to make insertion). The surgeon has lots of experience with med-el and did not use much force or pending to electrode, but had to manipulate it several times to get it straighter. The user has been explanted.